Manufacturer narrative:
D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. G4: PMA/510(k): k130280. E3: occupation: clinical engineer. The actual sample was discarded by the involved facility. The manufacturing record and the shipping inspection record of the actual product found no anomaly. No other similar report of the product with the involved product code/lot number was found. Based on the investigation result, no anomaly was found in the manufacturing record of the actual product. Since the actual sample could not be investigated, the cause of occurrence could not be clarified. Relevant instructions for use (IFU) reference: "do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off." Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the capiox fx25 device displayed that the arterial temperature and venous temperatures were unstable and not working properly. Although the temperature probe was replaced with a new one, the same event occurred. Venous temperature and arterial temperature were generally unstable; however, disappeared halfway. There was no medical or surgical intervention required. The procedure outcome was not reported. The final patient impact was not harmed.